Event description:
It was reported that the device jammed on the initial firing prior to the procedure on the back table by the scrub tech. They used another like device to start and complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 05/16/2008. Info anticipated, but unavailable at this time. Damaged top shroud. Eval summary: the analysis results found that the er320 instrument was returned with the top shroud damaged. The instrument was cycled and ejected the clips due to the condition of the top shroud. The instrument locked out as intended. While conclusion could be reached as to how the top shroud became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.